Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. No failed battery test noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received hardware low level failures alarm. The customer's blood glucose level was unknown. Customer was able to clear the alarm and was able to complete insulin pump rewind. Troubleshooting was performed. Customer performed self test and the test was failed. Customer also reported that the insulin pump had failed battery alarm. The insulin pump will not be returned for analysis.